Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was hospitalized and microwave ablation was performed. During the procedure, the doctor attempted to insert the antenna but it failed. It may be contact to the bone, so another doctor also attempted to insert the antenna again but he also unable to insert it. However, the cattelan needle or 14g trocar were able to be inserted so it was found out that the incident is due to stiff surgical scars. After that, the doctor inserted the antenna and ablated the site with 4.2cm setting (one minutes each 45w, 60w, 75w and 100w10 minutes). The antenna was pulled back for 3cm and ablated with the same protocol. Then the antenna was removed from the patient but there was strong resistance and ablated tissue was found on the antenna when it was removed completely. After that, the antenna was inserted to the site 3¿from dorsal side of the same intercostal. It could be inserted smoothly relatively. It was ablated 4.2¿ ablation setting (one minutes each 45w, 60w, 75w and 100w for 10 minutes.) It was removed 2.5 cm and ablated again with the same protocol. There was slight resistance when the antenna was being removed but it could be removed without incident. When the customer checked the antenna outside of the patient, the tip of the trocar tip was found missing. There was no incident with water flow so it was considered the trocar tip was detached when the antenna was being removed. The patient is fine as usual microwave ablation. The trocar tip was seems to be on 3cm from the surface of liver and the customer consider it does not need to remove it.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the ceramic tip is missing from the device. The tip was not returned. The reported condition was confirmed. The investigation found the ceramic tip was missing on the returned device. The investigation could not determine the root cause of the customer's report. Corrective actions have been implemented to mitigate this issue. This unit does not meet the requirements for a manufacturing failure therefore a device history review is not required. If information is provided in the future, a supplemental report will be issued.